Event description:
A malfunction was reported with a pump battery that would not charge. There was no adverse impact to the customer's blood glucose level. Despite attempts to resolve the issue using different outlets, adapters, and charging cables, the problem persisted, leading to the decision by technical support to replace the pump.